Event description:
The customer contact reported the device did no deliver. The pump was returned to the (B)(4) with an unsigned note that stated, "pump malfunction, says infusing, clearly isn't." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. If the device is received, a follow-up report will be submitted. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).